Event description:
User facility medwatch report #mw5116375 received states that "multiple patients have suffered otherwise unexplained pericardial effusions days to weeks after implant of amulet device. At least 5 patients that I know of at our facility, all requiring pericardial drains and one related death. I am an implanting physician. Reference reports: mw5116372, mw5116373, mw5116374, mw5116376." It was reported that on an unknown date, an unknown amplatzer amulet was implanted in a patient. It was later reported on an unknown date the patient developed pericardial effusion and pericardiocentesis was performed.

Manufacturer narrative:
Attachment medwatch report #mw5116375. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
User facility medwatch report #mw5116375 received states that "multiple patients have suffered otherwise unexplained pericardial effusions days to weeks after implant of amulet device. At least 5 patients that I know of at our facility, all requiring pericardial drains and one related death. I am an implanting physician. Reference reports: mw5116372, mw5116373, mw5116374, mw5116376." It was reported that on an unknown date, an unknown amplatzer amulet was implanted in a patient. It was later reported on an unknown date the patient developed pericardial effusion and pericardiocentesis was performed. No additional information was provided.